Event description:
Ferritin result of 375.5 ng/ml was flagged by the delta check. Technologist found the initial result for this patient recovered < 0.500ng/ml. Sample was rerun again and recovered 300ng/ml. No patient treatment was provided on the incorrect result. Field service representative reviewed the error report and found an lld failure. He replaced out the lld pcb board and the sipper probe. Performed assay performance tests and completed the instrument check list. Performance tests and quality control material recovered within stated ranges.